Event description:
It was reported that the balloon did not inflate when tested before use. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Our examination revealed that the balloon inflated but did not maintain inflation due to leakage from a small slit that entered the inflation lumen. The slit, about .01 inches, located near the distal end of the thermal filament. Balloon latex appeared intact. A CAPA is in process for slit in catheter body related to balloon inflation.